Event description:
A report was received that alleges that the tracheostomy tube required removal as the patient developed lesions on their trachea. The initial reporter speculated the development of lesion was due to the use of a fenestrated trach tube. No incident related medical sequelae was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The device was visually examined and found to be within the manufacturer's specification for performance and safety. Performance and functional tests were performed and no failure could be detected.